Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 25mm 3300tfx valve in the aortic position was explanted after an implant duration of 4 years, 2 months due to calcification, severe stenosis, leaflet immobility and degradation. Product evaluation showed heavy calcification on all 3 leaflets, calcification evident at tear on leaflet 2. Minimal host tissue overgrowth on leaflet 2 and 3. The explanted valve was replaced with an non-edwards mechanical valve. Per medical records, valve leaflets were totally calcified and not mobile, creating severe aortic stenosis. Intraoperative tee was done and showed good left ventricular function and right ventricular function and no pvl. Per pathology report, the each leaflets were calcified.

Event description:
It was reported that a 25mm 3300tfx valve in the aortic position was explanted after an implant duration of 4 years, 2 months due to calcification, severe stenosis, leaflet immobility and degradation. Product evaluation showed heavy calcification on all 3 leaflets, calcification evident at tear on leaflet 2. Minimal host tissue overgrowth on leaflet 2 and 3. The explanted valve was replaced with an non-edwards mechanical valve. Per medical records, valve leaflets were totally calcified and not mobile, creating severe aortic stenosis. Intraoperative tee was done and showed good left ventricular function and right ventricular function and no pvl. Per pathology report, the each leaflets were calcified.

Manufacturer narrative:
H3: report was of unknown reasons was unable to be confirmed. X-ray demonstrated commissure 3 bent outward and heavy calcification was observed on the remainders of all three leaflets. Extrinsic calcific deposits were observed on the surface of all three leaflets on the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 on the inflow aspect and 4mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. As received, all three leaflets had cuts of approximately 3mm x 10mm on leaflet 1, 4mm x 8mm on leaflet 2, and 3mm x 6mm on leaflet 3. The cuts had a smooth and straight edge. Cut out fragments were not returned. Leaflet 2 had approximately 4mm long tear at the free margin near commissure 3 and calcification was evident at the tear. Sewing ring cloth was cut near commissure 1. Wireform was exposed around commissures 1 and 3. Suture holes were observed around the sewing ring. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of CABG, coronary atherosclerosis, dm2 and ckd stage ii.

Event description:
It was reported that a 25mm 3300tfx valve in the aortic position was explanted after an implant duration of 4 years, 2 months due to unknown reason. Product evaluation showed heavy calcification on all 3 leaflets, calcification evident at tear on leaflet 2. Minimal host tissue overgrowth on leaflet 2 and 3. The explanted valve was replaced with an unknown valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.